Event description:
The patient reported she had a low blood glucose reading of 23 mg/dl at 2 a.m. This morning with her normal reading being between 75-180 mg/dl. She stated her blood glucose reading before she went to bed was 60 mg/dl and she ate 4 crackers. She stated that, while she was sleeping, her daughter noticed she was making funny noises and called her grandmother who called the paramedics. The patient stated she was unconscious and the paramedics gave her glucose injections to bring her blood glucose levels back to normal. She did not have to go to the hospital. Troubleshooting did not find any issues with the product. During troubleshooting, the patient stated that, before she went to bed, she primed her infusion set tubing without disconnecting from her body. The patient was educated on always disconnecting from her infusion set before running a prime. The patient stated her blood glucose levels are back to normal and she is doing fine. No product requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.